Event description:
(B)(6) nurse (B)(6) spontaneously called in, stated that the she was having difficulties with the administering the infusion of adakveo through the 2.0 micron filters dispensed. She stated that the infusion was supposed to take 30 mins, but took 1 hour and 45 minutes. She stated that she opened up the filter all the way, but it still was slowly infused. She is requesting that an alternative brand be shipped at next fill to decipher if it's the micron filter itself, or if the one that was used during administration was defective. Reported to (B)(6) by health professional.